Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: nexiva leaked from flash chamber after retraction customer response received on 21-jan-2025 hello, the nurses are saying that they are having an issue with the 20g caths as well. The same thing is happening with the blood blow back during a patient stick. This seems to be at random, the caths are working fine then they get one that does this. They have said there have been 4 incidents since last week. I will have to further investigate and ask the right staff what the end outcome was for the patient that this happened with.

Manufacturer narrative:
Event date updated in b tab. Investigation results: the complaint of a leak could not be confirmed from the representative 20g nexiva device that was received in sealed packaging from lot #4088935. A functional test and visual examination revealed no damage or defects on the returned sample. Although the representative sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Event date is unknown.